Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. Philip's field service engineer (fse) evaluated the device and the reported condition could not be duplicated. The ventilator passed all testing and operated within the manufacturing specifications. No part was replaced.

Event description:
The customer reported that the ventilator battery was continuously charging. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.